Event description:
Customer complained about sensor reading discrepancies. Customer reported that she received a calibration error and sensor error alerts. Customer stated that the sensor was reading low glucose when she was not low. She stated that the sensor was reading 70, 70 and 50 mg/dl but her blood glucose was from 136 to 170 mg/dl. Customer kept getting low glucose alerts and the insulin pump went into threshold suspend. Customer removed the sensor and it was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.